Event description:
It was reported that post a peripheral stenting treatment procedure, patient complications occurred. This 6x30 9fr wallgraft was implanted in the patient's left femoral artery. The patient had been having problems with her hip/leg. The patient had a stroke and fractured her hip in two pieces. The patient had hip replacement surgery. The patient has also had eight arterial grafts performed in her leg, of which "none have worked". Eventually nine inches of the patient's left leg above the knee was taken. The patient is now in a wheelchair.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).